Event description:
It was reported that a "call your doctor" icon was displayed and the device was in a power on reset (por) condition. The pt was unable to adjust stimulation and had contacted their hcp. The pt reported they were still having concerns regarding their device but was scheduled to be work with the manufacturer's representative or doctor on (B)(6) 2011 to resolve the concerns.

Manufacturer narrative:
(B)(4).